Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3998, lot# l58930, implanted: (B)(6) 1999, product type: lead. Product ID: 749851, serial (B)(4), implanted: (B)(6) 1999, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) who was implanted with a neurostimulator non-malignant pain. It was reported that the patient had their implantable neurostimulator (ins) replaced and revised to a new location on the day of the report. The ins was in an ¿awful place¿ under the patient¿s breast on the right rib cage and was causing pain. The ins was also protruding a lot. It was noted that the battery was working fine, and it was not at the end of its service (eos. The extension connection was opened at the spine and a new bifurcated extension was tunneled to the right flank and was connected to the new battery. The impedances were within normal limits and the old system was successfully removed. There were no further complications reported or anticipated.